Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the or for a normal device changeout, externalized conductors were observed. Testing revealed that the pacing lead impedance was high and out of range. The lead was capped and replaced. The patient was asymptomatic.